Event description:
Customer reported that after ten minutes, the system shut down and quit working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and disassembled, cleaned, and reassembled the multiport supply connections. System operates as intended.